Event description:
It is common problem that tests ordered with cpoe instrument as part of the ehr are not done in a timely manner, if at all. This is due to a flaw in the cpoe systems in that it fails to adequately notify the recipient ancillary service that a test has been ordered. In this case, the patient with atrial fibrillation with myocardial infarction was ordered. In this case, the patient with atrial fibrillation with myocardial infarction was ordered an EKG to assess acute myocardial ischemia and it was not done for 14 hours after it was to have been done, delaying diagnosis and specific treatments in a critically ill patient.